Manufacturer narrative:
Additional device implanted and involved in this event: pxl161207/12510398. A separate medwatch has been submitted for the gore dryseal sheath involved in this event. Udis for the lots involved: (B)(4).

Event description:
On (B)(6), 2015, the patient underwent treatment of an abdominal aortic aneurysm using four gore excluder aaa endoprostheses. During advancement and withdrawal of an 18 fr gore dryseal sheath for implant of the rlt261218, there was some reported resistance due to a small access vessel size (~ 6 mm). However, it was reported the devices were implanted with no issues, and intra- and post-operative imaging showed no evidence of vessel trauma or other clinical issues. The patient tolerated the procedure with no adverse events. On an unknown date, the patient presented emergently to another hospital with leg pain. A CT scan reportedly showed a dissection and occlusion of the right external iliac artery (reia) with thrombus accumulation within the rlt261218 and pxl161207. It was reported the exact cause of the dissection is unknown. However, the intervening physician reported that the dissection may have occurred during sheath advancement and withdrawal during the implant procedure, causing an occlusion of the reia and thrombus accumulation in the rlt261218 and pxl161207. It is reportedly unknown if there was complete occlusion of the rlt261218 and pxl161207. Around (B)(6), 2015, an additional procedure was performed to treat the external iliac dissection whereby a femoral-femoral bypass was performed. Final angiography showed good distal perfusion, and the patient tolerated the procedure. No further information is available.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - the cause of the dissection is reportedly unknown.